Event description:
It was reported "ballons did not fully inflate". The user reported " no heath issues or complications to the patient". The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3010532612-2024-00860 and 3010532612-2024-00861.

Manufacturer narrative:
(B)(4). Please see associated MDR#s: 3010532612-2024-00859, 3010532612-2024-00860,3010532612-2024-00861. The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the returned sample; liquid blood was noted within the teflon sheath sidearm. Buckling to the teflon sheath extrusion was noted at approximately 7.4cm to 14.5cm from the distal tip of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The supplied 60cc luer slip syringe was noted connected to the one-way valve. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 55cm and 72.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The proximal and middle portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 55.2cm and 72.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloons did not fully inflate" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted. During functional testing, the bladder would not fully inflate or unwrap. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "ballons did not fully inflate". The user reported " no heath issues or complications to the patient". The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.